Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms occurred. In addition, the customer experienced a "high" blood glucose (bg) level. The cause for the high bg was unknown, and a specific bg value was not provided. Customer administered manual insulin injections to address bg level. The customer reverted to an alternate method for continued insulin therapy.